Event description:
It was reported that upon this patient's implantable cardioverter defibrillator (ICD) explant procedure, the header portion broke off with the lead still connected. The procedure was then continued and the device was replaced. Upon the new device was implanted, the right ventricular (rv) lead was connected and high shock impedance measurements out-of-range greater than 125 ohms were noted. The physician then ordered to change the rv lead's polarity and the issue was resolved. This ICD is not expected to be returned. No adverse patient effects were reported.